Event description:
Translation of user report to the (B)(4): "on (B)(6), around 2:45pm, bed 2.305f alarmed hr <45 just visually but without an alarm tone at the cic. The bedside monitor and adu did correctly alarm. As nobody was in the room or on the floor, the nurses detected the situation of the patient quite late when they looked at the monitoring display (=cic) at their work place. The issue could be reproduced subsequently with a simulated hr of 30. The problem could be resolved with a re-boot of te cic. Afterwards the visual and audible alarm did work correctly. At this time, there was a risk of a further deterioration of patient's health situation." There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.